Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The sample was inspected at 10x microscope magnification. The lens was observed with one haptic damaged/ distorted. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected on the lens sections. Loose particles were observed on the lens consistent with handling of the iol out of the sterile environment. No manufacturing defects on the lens optic zone were observed. The reported issue of lens popped out was not confirmed. However, haptic damaged as distorted was confirmed on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no associated nonconformity reports related to this complaint issue. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received on june 20, 2016 which provided the date of surgery, further details on event description, patient gender and that the affected eye was the right eye and replacement lens information also the physician name was provided. Gender/sex: male. Lens would not fully insert into patient's right eye; half inserted and "popped" out, physician could not reinsert. Physician started inserting lens, after removing cartridge, lens popped out. There was no wound enlargement and no other patient injury. Another za9003 lens with same model and diopter was implanted. (B)(6). Date of event is being corrected from (B)(6) 2016 to (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: not applicable. Lens was partially inserted. If explanted; give date: not applicable. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol)was partially inserted but the iol popped out. There was a patient contact with the device. No patient injury reported. No further information was provided.